Event description:
During a lapacoscopic cholecystectomy procedure, it was difficult to release the instrument from the vessel after firing. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to the bracket which was improperly welded causing a dimensional discrepancy.